Event description:
Analysis of the generator was completed. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was initially reported that the patient was referred for generator replacement due to end of service. The patient had generator replacement on (B)(6) 2014 and it was reported that the replacement was prophylactic and not due to end of service. Clinic notes dated (B)(6) 2014 reported that the patient presented with recurrence of seizures with experiencing breakthrough seizures the prior month. The patient¿s vns was checked. Later clinic notes dated (B)(6) 2014 reported that the vns was again checked with no anomalies noted, and the patient was referred for generator replacement. The company representative reported that the patient is not normally seizures free with vns therapy. Good faith attempts for relevant information have been unsuccessful to date. The explanted generator was received by the manufacturer for analysis; however, analysis has not completed to date.

Manufacturer narrative:
.